Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that once the impella was inserted, the patient¿s pressure dropped which was related to ventricular tachycardia. It was decided to wean and explant the impella pump due to mottled right lower extremity. The patient weaned to p2 and required medication at 11 micrograms per minute to maintain mean arterial pressure. The patient was taken for explant with vascular surgery and died 20 minutes after the impella explant. Medical safety review of the event noted the use of the device cannot conclusively be associated with the (death) outcome.